Event description:
It was reported that upon removal of the catheter balloon through a 5fr introducer sheath after a pta procedure of the iliac artery, the balloon unfastened from catheter. A goose neck snare was used to remove the indwelling piece without further complications being reported.